Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) a thrombus was noted on the closure device cap. There were no patient complications. There was no more information provided at the time of this report.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) a thrombus was noted on the closure device cap. There were no patient complications. There was no more information provided at the time of this report. It was further reported that the patient was discharged on aspirin (asa) and plavix. The thrombus was non-mobile and laminar in nature. The treatment/corrective action for the thrombus was changed to eliquis 5mg twice a day.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code updated from f26 no health consequences or impact to f2303 medication required.